Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim it was reported by customer that they tried it with the pump & controller first ¿ failed at patient occlusion as soon as it started infusing. They reset the test and added a syringe pump on the other side of the controller.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.